Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an "infusion rate issue on primary bag, medication left in bag" during therapy (medication, dose, programmed amount and delivery rate unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, the reported problem, infusion rate issue on primary bag, medication left in bag, was not reproduced. A review of the event history log could not confirm the reported event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The IV set, pump setup and environmental conditions were unknown. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.